Event description:
The reportedly faulty handheld has been returned and undergone analysis. Analysis of the returned handheld indicated no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. Analysis of the returned flashcard indicated no anomalies associated with the flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the site's dell x5 handheld computer screen became frozen at the "interrogation successful" screen and had been performing slowly. A hard reset was not able to resolve the issue. The physician has been shipped a new programming system. Attempts for the return of the faulty handheld computer have been unsuccessful to date.